Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously normal thyroid stimulating hormone (tsh) result generated by the access 2 instrument for one patient. Customer tested a sample for tsh and obtained a result of "approximately 3.00uiu/ml" and upon repeat the result was "approximately 7.00 uiu/ml". The erroneous result was reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Sample information was not supplied. Qc was within specifications before and after the event. A system check was performed on (B)(6) 2008 and passed. No errors were posted to the event log. A field service engineer (fse) was on site 01/07/2009: fse ran diagnostic tests, which passed specifications. Fse states the customer has not had any further erroneous results and qc is "good." No hardware issues were found. Per customer update on 01/14/09, customer states sample handling is not an issue for their laboratory. They have not had further erroneous results and are not questioning any other assays. All qc is within range. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).